Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. The contact stated that they were not sure how the touchscreen became cracked, as the event occurred during the night and the pump may have fallen out of the t:flip case, due to missing velcro. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Contact stated they have back up manual injections for continued insulin therapy.